Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that when grasping a piece of bone the upper jaw of the pitbull broke. The loose piece was retrieved. A backup device was available to complete the procedure following a short delay. No patient impact was reported.

Manufacturer narrative:
One 011022 pitbull loosebody forcep grasper returned. The device is three years old. The return has little information relayed. There is no procedure documented. The failure documented is ¿upper jaw broke¿. This is confirmed since the upper jaw piece is missing. The surface of the device has obvious etching from wear and or cleaning agents. IFU reads: ¿do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ no root cause related to the manufacture of this device can be determined for the stated complaint.